Event description:
It was reported a filter did not appear to open completely, following deployment in the iliac vein for embolization of a pelvic arteriovenous malformattion procedure with platinum coils, which resulted in inappropriate placement. Manipulation with a sheath resulted in a successful opening. A second filter was not placed. And the pt's condition is good. This device remains implanted. Therefore, no failure analysis will be available. This device was used in an non indicted procedure, iliac placement for embolization of pelvic arteriovenous malformation with platinum coils, which co believe, contributed to this event. Directions for use state: " the titanium greenfield vena cava filter is a permanently implanted titanium device designed to protect against pulmonary embolism while maintaining patency of the inferior vena cava.